Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged insulin gauge issue could not be verified.

Event description:
It was reported that the insulin gauge was inaccurate. Subsequently, a malfunction alarm occurred. Reportedly, the customer dropped the pump. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 223 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface.